Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device was explanted.

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device was explanted.

Manufacturer narrative:
Device analysis completion: based on the device analysis grid, the assessments of the complaint are: - rupture: observed, broken device assessed as surgical damage. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.